Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the disposable would not come off normally at an unknown timing for cataract surgery with intraocular lens implantation. The surgery was completed after replacing the paks with another one. There was no information about the patient impact.

Manufacturer narrative:
Corrected information provided in d.4. And h.6. The manufacturer internal reference number is: (B)(4).